Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. No intervention was made and the patient experienced no consequences.